Manufacturer narrative:
The device was received for evaluation containing approximately 169ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample evaluation was not able to confirm the underinfusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ IFU (instructions for use) provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The device had been filled with cefazolin 6000mg in sodium chloride 0.9%. It was further reported that there was no clamping or kinking of the tubing that may have impeded the flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.